Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip slightly opened and no noise while rotating the arm positioner appear to be expected functions of the device as the clip can slightly open during settlement after deployment. The reported no noise rotating the arm positioner appears to be due to the user perception as not all arm positioner make noise while rotating. The noise is usually friction from the arm positioner knob and actuator slider when rotating (going up or down the threads of the slider), some might have more friction than other that is why some would make sound and some does not. In addition, there was not issue with clip actuation which indicate the arm positioner was functioning as intended. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted small left atrium. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed on the a2/p2 medial side. However, there was no noise when rotating the arm positioned during clip deployment. Then upon clip deployment, the angle of the clip arm was opened. The clip remains stable on both leaflets. One clip was implanted, reducing mr to 1-2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure.